Event description:
Sales representative indicated that the tibial bushing disengaged from the tibial base plate during preparation for surgery. The stem could not be separated from bushing to attempt re-assembly. Another tibial stem and tibial bushing assembly was chosen and assembled successfully.

Manufacturer narrative:
Device not returned for evaluation. Current information is insufficient to allow a conclusion as to the cause of the event. Review of the device history records show that the lot was released to distribution with no recorded anomalies or deviations.